Event description:
The event is reported as: per medwatch report: red rubber air containing latex was inserted into a pt with history of latex contact sensitivity. Airway was removed and replaced with latex free alternative. Contact time 2-3 minutes. No adverse outcomes. No clear markings on airway to indicate it contains latex. No pt injury/harm was reported. Pt current condition is fine.

Manufacturer narrative:
The device sample was not received by the MFR at the time of this report. A follow-up report will be sent when completion of investigation.